Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery hazard alarm was unable to be confirmed. The heartmate power module (ppm) (s/n: (B)(6)) was returned to the european distribution center (edc) for evaluation; however, the associated backup battery was not returned. The power module underwent functional testing. The unit booted up and operated as intended without issue. All applicable tests were passed. The reported alarm was unable to be reproduced. The unit was returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use (rev. G) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module displayed a red hazard alarm that was thought to be caused by a battery problem. The unit would return for service.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.